Manufacturer narrative:
The investigation confirmed that a higher than expected vitros phyt result was obtained. The investigation determined that the sample involved was not processed in accordance with the tube manufacturer's recommendation. The sample was reported to be cloudy, due to poor sample preparation, and it is likely that cellular debris was present in the affected sample. Performance testing confirmed that the vitros 5600 analyzer and phyt reagent slides were operating as expected. A definitive root cause for the event could not be determined. However, the most likely cause is a sample related issue due to pre-analytical user error.

Event description:
This customer obtained a higher than expected vitros phyt result for a single patient sample while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was reported to the clinician. There was no allegation of harm to the patient as a result of this event. (B)(4).